Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issued was not able to be replicated, and system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported the registration accuracy was good, and the placement of the shunt was successful on the first attempt, however when navigating it appeared the accuracy was 3-5 millimeters floating off the surface of the skin. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the most likely cause was that the reference frame moved.